Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection on the sensor insertion site, with symptoms of redness, pain, and swelling, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2026. The user's hcp was aware of the event and prescribed IV antibiotics and pain medication administered in the hospital. The user was also prescribed with oral antibiotics. Per dms, user is not currently using the system, since sensor was removed due to an infection on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms of redness, pain, and swelling, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2026. The user's hcp was aware of the event and prescribed IV antibiotics and pain medication administered in the hospital. The user was also prescribed with oral antibiotics. Per dms, user is not currently using the system, since sensor was removed due to an infection on (B)(6) 2026.